Manufacturer narrative:
We received one 991hf8 catheter with 1 - non edwards stopcock for examination. The reported event of "balloon port has miscommunications with the lumen" was confirmed. The balloon was received torn around the catheter tip at the distal edge of the proximal balloon bond and there is no missing latex. Leak testing confirmed leakage between the inflation lumen and the proximal injectate lumens. Further testing confirmed the leak to be occurring from inside of the backform. An x-ray was taken of the backform and a void or air bubble was observed. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Inquired of patient demographics. Unable to be obtained.

Event description:
It was reported during an open heart surgery the balloon was inflated with 1/2cc air and floated fine. However, the ra port and balloon port has miscommunications with the lumens and the balloon got inflated with saline. They were not able to deflate the balloon. The physician used an instrument to rupture the balloon while the chest was open. No related patient injury due to this event. Inquired of patient demographics. Unable to be obtained.

Manufacturer narrative:
An engineering evaluation was completed for the subject complaint. These catheters are subjected to a 100% leak test as part of the manufacturing process. Therefore, the manufacturing process has been ruled out as the cause of this failure. A root cause could not be determined based on current production testing.